Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen in the hospital for non-device related reasons. An attempt to interrogate the device was made but the device was unable to be interrogated. Boston scientific technical services discussed that it was possible that the battery was depleted as the device had been implanted since 2004. A request for additional information was made. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.